Event description:
On (B)(6) 2020, clinical specialist reported that trial leads had disconnected from the percutaneous extension while home care nurse was removing the dressings. The patient is paraplegic. The disconnection damaged the extension cable when the patient was lifted onto the hoyer lift. The extension was replaced and patient is doing well.